Manufacturer narrative:
This device does not have an expiration date. Device evaluation: result - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 5258031. Conclusions - as there was no actual sample returned for evaluation, an absolute root cause for this incident cannot be determined. If samples are returned after this time, an investigation will be performed and a supplemental report will be filed.

Event description:
It was reported that customer was performing an injection into her side using the suspect device on a flexpen when the needle broke off in the site. She went to the emergency department that day and had two x-rays. It was detected on her lower right abdominal area with the second x-ray but attempts were not made to remove it at this time. The customer went to see her endo the following month and per report, the doctor wanted the needle removed. The following week she received two lateral x-rays and a CT scan. The customer then went to the endo surgeon who attempted to remove the needle surgically but was unsuccessful, as the customer claimed "she cut me too high...and not in the proper area." The customer had 3 or 4 stitches to the site. She was then scheduled for surgery and more x-rays were performed. On (B)(6) 2016, another CT scan was performed but no needle was detected. On (B)(6) 2016 the customer went to see a new surgeon who palpated the site and per report, "feels it's puffy." He ordered another CT scan to be completed (B)(6) 2016 and the customer had lab work to see if infection was present. The customer will follow up with the surgeon on (B)(6) 2016.